Event description:
Additional info received 5/25/99: the customer did not return a specific sample so an eval isn't possible. There was no product failure involved with this incident. The hosp personnel used the incorrect gas canister on the pump. Co has no record of a similar incident ever being reported. However, in order to attempt to avert a recurrence of this type, co will add a second identification label to the bottom of the gas cylinder indicating that the contents is helium. At present a label indicating the contents is on the side of the cylinder.